Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for inability to straighten sleeve. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with mr grade of 4 the clip delivery system was advanced to the mitral valve; however, the user inadvertently rotated the m-knob too much and the sleeve steered too far that it became stuck in that position. Although the knob was able to be rotated fine, the sleeve would not straighten or curve. The cds was removed with the clip attached just fine. The procedure was successfully completed with a new cds. It was noted that later in the day, the patient seemed confused and disoriented. The physician stated the symptoms are related to the anesthesia, and not the clip. One clip was implanted, and mr was reduced to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6: device code 2017-failure to follow steps / instructions. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted that per the mitraclip system instructions for use warns: ¿do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of damaged product may result in cardiac injury.¿ the user reportedly curved the cds more than 90 degrees and the sleeve would not straighten or curve; hence, this is considered as a user error/improper or incorrect procedure or method. Based on this information, it appears that the reported improper or incorrect procedure or method (failure to follow steps/instructions) contributed to the reported positioning failure (unable to curve or straighten). There is no indication of a product quality issue with respect to manufacture, design or labeling.na.